Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022. Batch # unk. Additional information received: additional information received: a photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: does surgeon believe that a piece or pieces of trocar remain in the patient? If so, what measures were taken to retrieve all broken pieces during this procedure? Did o.r. Staff arrange all retrieved pieces to determine if any trocar material was missing from sleeve? What instrument was passed through the trocar? Was the trocar placed between the ribs? Was any excessive torque placed on the device and trocar? Was trocar previously cleaned and resterilized? Was there any change to post op care of patient? What is current patient status? Not available for the initial report, a follow-up report will be filed as appropriate. Additional information: photo received for review:

Event description:
It was reported that during a laparoscopic lobectomy, when the device was in and out of the trocar, the distal part of the trocar was partially cracked. The surgeon stopped the operation in time and removed the fragment from the body, and replaced with a new trocar to continue the operation. Not all parts were retrieved. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 3/9/2022. H2: additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo shows a broken sleeve at the top, inside a plastic bag. Based on the review of photograph, the description of the event is confirmed; however, no conclusion or root cause could be determined. Hands-on device analysis can provide the additional evidence needed to confirm the root cause of the reported event. Because the instrument investigation is anticipated, but has not yet begun., our evaluation is limited. See below. The device was received for investigation/analysis. Investigation is anticipated, but not yet begun. Upon completion of investigation, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2022. Investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve form b12lt device was received broken and cracked at the distal end with multiple loose fragments. The fracture surface was examined and the polycarbonate material exhibited a brittle fracture with little-to-no plastic deformation observed. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device and/or reprocessing or sterilizing the device prior to use. Additional information received: does surgeon believe that a piece or pieces of trocar remain in the patient? If so, what measures were taken to retrieve all broken pieces during this procedure? Did operating room staff arrange all retrieved pieces to determine if any trocar material was missing from sleeve? Are there any additional photos available of device and retrieved pieces? Photo attached to file shows trocar has tape on it. Why does trocar have tape on it? When was tape placed on the trocar? What instrument was passed through the trocar? Was the trocar placed between the ribs? Was any excessive torque placed on the device and trocar? Was trocar previously cleaned and resterilized? Was there any change to post op care of patient? What is current patient status? All answers above are unobtainable. Once there is any update, we will update the information.